Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was occlusion in the reservoir and infusion set. The customer reported that the insulin pump alarmed several insulin flow block alarms. The customer reported that they had high blood glucose levels of 15.6 mmol/l at the time of call. Troubleshooting was performed. The customer reported that the insulin flow alarm was resolved by infusion set and reservoir change. The customer stated that they have no reservoir to return but they have infusion set to send back. Infusion set are expected to return for analysis. Additional device related incidents: infusion set (308387871 ), insulin pump ( 308395754).